Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the image sensor unit and a defect of the circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had minor display problems including noise in the image but the subject was still recognizable. The device was returned for evaluation. During the device evaluation, it was found the charged coupled device was damaged and prevented any image from being displayed which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the adhesive on the protective coating of the bending portion of the device was chipped, the bending tube was deformed, and the protector of the video cable was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.